Manufacturer narrative:
It was reported by the customer that she experienced a reaction to the adhesive of the bandage on her left thigh. According to the customer she was using the bandage to cover a burn that she experienced from a hot glue gun. The customer reported that she placed a triple antibiotic ointment on her burn and covered the area with the bandage. The customer stated that within four hours the area started to burn so she removed the bandage and the area under the adhesive of bandage appeared red and swollen. The customer stated that within 2 hours of noticing the reaction she called her physician and sent him pictures of the reaction. The customer and her doctor had a virtual telehealth visit and the customer's doctor ordered oral cephalexin, oral prednisone and an unknown topical cream as well as instructed the customer to get a tetanus injection. The customer does not know the exact dosages of the medication but reported that she has completed the doses and the reaction is resolving. The actual sample involved in the incident was discarded and is not available to be returned for evaluation. As of the date of this report the customer has not returned any companion samples for evaluation. A root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reportedly experienced a reaction to a bandage requiring medical intervention to treat the reported reaction.